Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user went to another clinic for explantation and re-implanted with a device from another manufacturer.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
Device malfunction. The recipient attended the clinic for a follow-up appointment. No trauma has been reported. The user was re-implanted